Event description:
The patient was putting comforters in the washer and she twisted her left leg. The patient had "excruciating" pain from her groin down to her toes on her left leg. Following the event, the patient experienced a loss of therapeutic effect. The patient's implantable neurostimulator (ins) was on, but it was not providing pain relief for the area. It was noted that the patient's managing physician in her home state had advised her that the ins should be replaced after 10 years. She was currently residing in another state for six months and didn't have a managing physician there. The patient planned to contact a physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.